Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present on the device. However, two cartridges were received inside the bag. Cartridge b was received fully fired and with no damage to the lockout. Cartridge c was received partially fired and with the lockout normal. No functional test could be performed with the device. It was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a gastric sleeve procedure, the device partially fired. New instrument opened to complete the case. There was no adverse pt consequence.